Manufacturer narrative:
Results - a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Conclusions - the gore excluder aaa endoprosthesis instructions for use states: adverse events that may occur and/or require intervention include, but are not limited to: lymph complications.

Event description:
On (B)(6) 2012, this patient underwent endovascular repair for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis, featuring the c3 delivery system. A chimney procedure was performed and the renal arteries were stented with gore viabahn endoprosthesis. The patient tolerated the procedure. Approximately one week post operatively the patient developed a lymphatic mass. On (B)(6) 2012, the patient underwent surgical curettage of the femoral access vessel to treat the lymphatic mass. On (B)(6) 2012, the patient underwent surgical curettage of the left inguinal access vessel to treat a re-occurrence of the lymphatic mass.